Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the knee. Two 9-40 non-bsc guide wires were advanced in unknown order but failed to cross the lesion. Another non-bsc guide wire was then advanced and was able to cross the lesion. Subsequently, a 2.0mm x 150mm x 150cm coyote¿ balloon catheter was advanced for pre-dilatation. However, when inflation was attempted, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 2 x 220 coyote¿ balloon catheter. No patient complications nor injuries were reported.